Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. Causality was attributed to a touch contamination event where the patient discontinued and restarted ccpd therapy without performing the proper hand hygiene. Per the pdrn, the serious adverse events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s). Staphylococcus epidermidis is part of the normal human biota and is commonly found on the skin, anterior nares, and axillae. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused and/or contributed to the serious adverse events. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having peritonitis and confirmed they were undergoing antibiotic treatment. Upon follow up, the pdrn stated the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and white blood cell count (wbc) of 1,800 u/l were collected, and the patient was diagnosed with peritonitis. The cause of the patient¿s peritonitis attributed to a touch contamination event involving poor hand hygiene. The pdrn reported the patient discontinued therapy to use the restroom and did not perform the proper hand hygiene prior to restarting. The patient was initially treated with intraperitoneal (ip) vancomycin x 2 doses and ceftazidime, dose, frequency and duration were not reported. The patient¿s peritoneal effluent cultures were positive for staphylococcus epidermidis on (B)(6) 2022 and vancomycin was discontinued. The pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). The patient is recovering from the events and continues to perform ccpd therapy.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance and during the call the patient reported having peritonitis and confirmed they were undergoing antibiotic treatment. Upon follow up, the pdrn stated the patient presented to the outpatient home dialysis clinic on (B)(6) 2022 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and white blood cell count (wbc) of 1,800 u/l were collected, and the patient was diagnosed with peritonitis. The cause of the patient¿s peritonitis attributed to a touch contamination event involving poor hand hygiene. The pdrn reported the patient discontinued therapy to use the restroom and did not perform the proper hand hygiene prior to restarting. The patient was initially treated with intraperitoneal (ip) vancomycin x 2 doses and ceftazidime, dose, frequency and duration were not reported. The patient¿s peritoneal effluent cultures were positive for staphylococcus epidermidis on (B)(6) 2022 and vancomycin was discontinued. The pdrn reported the events were unrelated to the patient¿s utilization of any fresenius product(s), drug(s), and/or device(s). The patient is recovering from the events and continues to perform ccpd therapy.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. The alleged event is confirmed since the incident was caused by the user.